Event description:
The reporter stated the surgeon implanted an aq2003v three piece silicone lens. The wrong size was implanted due to human error. Lens was cut to remove, no widen incision or sutures required. Another staar lens was implanted. There was no pt injury.

Manufacturer narrative:
No complaint against product.